Event description:
This is a report by a nurse, in the USA, of peritonitis in a patient (date of birth not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date in 2012, the patient began treatment with dianeal ambuflex therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The action taken with the dianeal therapy was not reported. Initially during a call by the nurse (rn) with baxter technical service (ts) to request assistance on an unrelated alarm, which occurred on the homechoice device, the following was reported. The rn reported the patient has peritonitis. The alarm issue was resolved over the telephone, and no further clinical information was provided at the time of the initial call. On (B)(6) 2012, baxter global pharmacovigilance (gpv) followed up with the rn and received the following additional information. On (B)(6) 2012, the patient experienced the onset of peritonitis. On the same day, the patient was hospitalized and per the rn, the patient is "still hospitalized". The rn reported, on (B)(6) 2012, that the patient experienced a recurrence of peritonitis while in the hospital. Rn declined to provide any of the culture results and any laboratory results. On (B)(6) 2012, the patient received gentamycin (4mg/l, ip, frequency declined by rn) and on an unreported date received vancomycin (30mg/l, ip, rn declined frequency) as treatment for peritonitis. The rn reported the outcome of the peritonitis event as ongoing and unchanged. Per the rn, the event of the peritonitis was not related to the homechoice machine, disposable parts, or dianeal therapy. The rn declined to provide any further information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This condition of peritonitis - no malfunction or use error was not confirmed because the disposable set was not returned to baxter. The report did not describe any types of use errors that might have caused potential contamination. Therefore the condition was not confirmed and the assignable cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.